Event description:
Waffle cushion deflated while patient was using cushion in chair. The chair cushion was utilized for pressure reduction for skin care. If this product is deflated, it increased the risk for hospital acquired pressure injuries, this, it has potential for skin integrity impairment. Manufacturer response for pressure reduction cushion, static air seat cushion (per site reporter). Equipment failure reported to rep. Mailed out via fedex..